Manufacturer narrative:
There was no pt involvement, thus not pt data exists. Actual device was evaluated in the field. The device manufacture date was not available at the time of this report. Attempts will be made to obtain this info. Eval summary: after eval by the field service technician, it was found that the spanner nut was missing from the bottom of the central axis causing the arms to slide down. This then caused the slip ring commutator to come off alignment, which lead to the observed failure.

Event description:
(B)(4). It was reported that operating room 10 has no control over halogen light or in light cam. After further on site investigation, the spanner nut was missing from the bottom of the central axis causing the arms to slide down. This then caused the slip ring commutator to come off alignment, which lead to this observed failure. There was no reported pt involvement, and no reported adverse consequences.